Event description:
Boston scientific received information that this transvenous right ventricualr (rv) lead did become dislodged. There were no reported adverse patient effects asssociated with this unplanned surgical intervention.

Manufacturer narrative:
This lead was successfully repositioned and remains in service. No further information is expected.